Event description:
The pt experienced a shocking/jolting sensation following an exposure to a theft detector/security gate at a (B) (6) store. The device was turned on at the time of exposure. It was noted that the episode was temporary in timeframe and he had not experienced anything since. The pt status was reported as good. He was re-directed to his healthcare professional. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).